Event description:
The customer reported that the buttons on his insulin pump were only responding intermittently, after the insulin pump was got wet and was placed in rice. The customer's blood glucose level was 70 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).